Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, component failure led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the rigid video laparoscope to the service center for evaluation related to a separate issue. During testing the repair center technician found dent on outer tube with broken r-unit. There was no patient involvement.